Manufacturer narrative:
The manufacturer notified the FDA of the recall on 04/13/2010.

Event description:
The customer reported that the pt was under assisted ventilation during the night, and ten hours after the tube was positioned, the cuff and the valve broke and the ventilator emitted an alarm signal. A non-routine replacement of the tube was required.